Event description:
It was reported that the customer's insulin pump had multiple motor errors in the alarm history. The alarms were discovered during troubleshooting for high blood glucose, while the customer was at a routine doctor's visit, with a blood glucose of 271 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump time and date advances properly. Thedisplacement test and rewind test were passed. Further functional testing could not be performed, due to the device being stuck in a motor error alarm loop. The insulin pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.minor scratches on the lcd window were noted, along with a broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and a cracked belt clip slot.